Event description:
During a pci treatment procedure, the quantum maverick monorail 15/3.5 mm balloon ruptured at 12 atms on the third inflation. The number of atms reached on the first two inflations are unk. The pt was asymptomatic during this event. The physician used a terumo introducer sheath for vascular access, a launcher guide catheter and balance guidewire to cross the lesion. The lesion being treated was a calicified, 90% in-stent restenotic lesion in the mid left anterior descending coronary artery. The physician removed the quantum maverick monorail balloon and replaced with a guidant powersail 15/3.5 mm balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.